Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance and the capture threshold had increased. The lead was capped and replaced. The patient did not experience any related symptoms and was stable after the procedure.